Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. At 8:30 pm on (B)(6) 2022, the cgm value was 16.8 mmol/l and the patient's parent administered insulin (5 units). The patient began to feel unwell after receiving the insulin. At approximately 9:45 pm the patient's parent then did a bg finger stick which was 7.9 mmol/l, and the cgm value was 4.4 mmol/l. The patient became hypoglycemic around 11:00 pm. The bg finger stick was 2.1 mmol/l and the cgm value was approximately 4.0 mmol/l. The patient's symptoms included dizziness, feeling faint, not responding (slow to move, slow speech) and an inability to eat or drink. She then fainted. The patient's parent treated the hypoglycemia with oral products (two glucose juices and one glucose gel); and the patient regained consciousness and responded. In the morning (B)(6) 2022 after the event, the patient's felt 'off,' and stayed home from school. At the time of the report the blood glucose had stabilized and the child felt good. The sensor had continued to be inaccurate (bg finger stick 3.1 mmol/l, and cgm 5.6 mmol/), and was replaced. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a, b and c zone of the parkes error grid. No additional patient or event information is available.